Event description:
It was reported that the patient's clinic identified high thresholds and an x-ray revealed the right ventricular (rv) lead had dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.